Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the surgeon used the device to make the circular anastomosis. When closing the stapler on the tissue, the surgeon felt no resistance. Furthermore, it was not possible to get the pointer in the green part of the gap setting scale. During firing of the stapler no audible feedback was heard and no staples were formed. Some staples came out half-way. The stapler did not cut as well, so no pt consequences occurred.